Event description:
Report received of a non-delivery due to a possible operator error. The pump was programmed to deliver in the continuous mode, 5% dextrose and lactated ringers at an unspecified rate. When the homecare nurse arrived the next day to change the solution bag, she found an "empty container" message displayed on the pump and the solution bag was full. It was reported that "the pump started beeping after the nurse arrived". The homecare nurse notified the pharmacy and a replacement pump was sent "within an hour" of receiving the call. The therapy was containued on the replacement pump. There was no reported adverse patient effect. The customer contact did state that "there is a question if this was a nursing issue and if the correct buttons were pushed". Though requested, no further information was available.